Event description:
Consumer left a review on (B)(6).com stating their child took the test and had a negative result, but tested positive on a pcr test (refer to 3004142665-2022-00010). Consumer also stated they also took the inteliswab test and tested negative, but then tested positive with binax and a pcr test. Walmart.com review 1/13/2022. Dont buy this test. Got these test and binax test at the same time my kids were sick they took this test it was negative they took the binax test it was positive went took pcr test they were positive. Now I got it I took this test and showed negative I took binax and showed positive took pcr and was positive. Dont buy this test.

Event description:
Consumer left a review on (B)(6) stating their child took the test and had a negative result, but tested positive on a pcr test (refer to 3004142665-2022-00010). Consumer also stated they also took the inteliswab test and tested negative, but then tested positive with binax and a pcr test. (B)(6) review (B)(6) 2022. Dont buy this test. Got these test and binax test at the same time my kids were sick they took this test it was negative they took the binax test it was positive went took pcr test they were positive. Now I got it I took this test and showed negative I took binax and showed positive took pcr and was positive. Dont buy this test.

Manufacturer narrative:
Consumer posted a review on walmart.com. No additional follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer left a review on walmart.com stating their child took the test and had a negative result, but tested positive on a pcr test (refer to 3004142665-2022-00010). Consumer also stated they also took the inteliswab test and tested negative, but then tested positive with binax and a pcr test. Walmart.com review 1/13/2022. Dont buy this test: got these test and binax test at the same time my kids were sick they took this test it was negative they took the binax test it was positive went took pcr test they were positive. Now I got it I took this test and showed negative I took binax and showed positive took pcr and was positive. Dont buy this test.